Manufacturer narrative:
The pump was received with normal operating currents and no unexpected low battery alarm was noted during testing. The pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No numbers scrolling during testing was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error before and after a battery change. Customer does not recall any significant events leading to the error, but was eating dinner at the time. The customer also indicated that the keypad buttons are not responsive. Customer's blood glucose was 99 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.